Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product has not returned to depuy synthes, however photos were provided for review. Visual inspection of the returned photos found that the anchor was still attached to the inserter and broken at the distal end. The anchor had foreign matter, presumably biological residue at the proximal end. No other anomalies were noted. As the device show signs of use, the reported complaint of failure without use cannot be confirmed. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br w/ocord would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to off axis insertion and levering during insertion. As per the instructions for use (IFU): axial misalignment or levering with the anchor upon insertion may result in anchor fracture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that prior to a rotator cuff repair surgical procedure, when the packaging of the 4.5 healix advance br w/ocord device was opened, it was observed that the anchor had broken off. The device was not used in the procedure. Another device was used to successfully complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.